Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart: 36 mg/dl (performa meter) and 67 mg/dl (lab). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
Pt age: the customer was less than (B)(6) old at the time of the event. The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.